Event description:
A report has been received from a hemodialysis user facility. It was reported that 45 minutes in the dialysis treatment, a small amount of blood was noticed around the heparin accessory line that is attached to the mainline tubing at the pump segment. A staff member touched the area when the heparin line separated from the mainline tubing. The event resulted in a small amount of blood loss. The total estimated blood loss was reportedly 30-40 ml. The remainder of the blood was able to be returned to the patient. There is no report of any further injury or ill effect as a result of this incident. The patient was discharged to home when the treatment was complete. A sample is available for an evaluation. It has also been learned that this patient did complete the dialysis treatment with use of a new treatment set without further incident.